Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer advised handpiece is discontinued and not repaired. Customer may order replacement.

Event description:
In this event it was reported that an e3 contra angle won't hold files; no injury resulted.